Event description:
It was reported that the implant in site 12 was removed due to infection. Clinician stated the implant had primary stability (B)(6) 2026 but on (B)(6) 2021 pus developed and the implant not integrated and came out from gingival inflammation after 2 weeks.

Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender unknown / not provided e1: email unknown / not provided e1: last name unknown / not provided g4: additional PMA/510(k) number k013227 a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.